Event description:
While conducting routine tests on the unit, the user found that the monitor screen was blank, and the sync light was on continuously. There was no pt involved. Tests found a shorted transistor (q6) on assembly 590263. No cause of the short was apparent. It is believed to have been a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.